Manufacturer narrative:
A review of the manufacture records for this device was conducted and did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The operator rotated the turbohawk sx-c proximal to the lesion then turned on the device and the sx-c would not independently advance freely over the wire. When we realized the wire was locked into the sx-c the md removed both systems. Spider wire was caught on the cutter of the sx-c and both systems were removed. The procedure was completed by ballooning the stenosis and there was a good result. No passes were completed with the sx-c. Evaluation of the turbohawk and spiderfx was completed march 3, 2016. The turbohawk was received wrapped inside a clear plastic bag, inserted a cutter driver. The torque shaft at the strain relief was bent approximately 90 degrees. The distal assembly was inspected and observed a spider fx filter assembly was sticking out from the distal tip of the turbohawk. At the point of transition between the rotating tip and the stationary distal assembly, the capture wire was sticking out and was fractured. Approximately 3mm of the capture wire was exposed/protruding from the distal assembly. The guidewire tubing was inspected and found no damage that would appear to have contributed to the reported experience. It should be noted the distal tip showed signs of buckling. The customer's reported experience has been confirmed. The turbohawk was received with the spider fx capture wire protruding from the distal assembly at the location between the rotating distal tip and the stationary distal assembly. The capture wire fractured approximately 3mm from the point the point of exposure. The root cause of the reported event could not be determined. It is unknown if the spider fx was loaded within both guidewire lumens of the distal assembly during the procedure. Factors such as loading technique ancillary device interaction could not be evaluated.

Manufacturer narrative:
Additional corrected information received on (B)(6) 2016 corrected the patient gender to female. The rest of the spiderfx was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.